Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was no clogging of foreign material in the nozzle, but it was confirmed that a slight foreign material adhered. A foreign material that looked the same was attached around the nozzle at the tip. The manufacturing record was reviewed and found no irregularities. As a result of ftir analysis, silicones were detected, and peaks very similar to dimethylpolysiloxan were confirmed. It was presumed that the foreign material might be derived from drugs such as antifoaming agents.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the nozzle was clogged with foreign material. There was no report of patient injury associated with the event. The subject device was reprocessed using endoclens.